Event description:
Boston scientific received information that two days after implant a check of the right ventricular lead revealed out of range low pacing impedances as well as a rise in pacing thresholds. In addition, loss of capture was seen with no reported asystole for > 2 seconds. The physician suspected a small perforation. This right ventricular lead revision was planned. Subsequently a lead revision took place. The right ventricular lead did not appear to be dislodged on fluoroscopy. The right ventricular lead was repositioned with improved parameters. Post operative check the next day showed normal measurements, the system remains implanted.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.